Event description:
The following report was received from the affiliate via e-mail: following a coronary procedure cag was conducted and the vessel perforation ocurred inside of the implanted cypher stent. This was treated with poba. Cardiac echo was conducted and cardiac tamponade was not found. Therefore, the procedure was finished.